Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for postlaminectomy pain and failed back syndrome. It was reported that the patient had high impedance on an electrode number 14 which was not used. No known environmental/ external/ patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. Patient is alive with no injury. No patient symptom or complication was reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found insignificant anomalies- normal end of life. Conclusion code no longer applies. Product analysis # (B)(4): analysis information -- 2018-06-13 07:25:56 cst pli# 10, product ID# 37712; below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). If information is provided in the future, a supplemental report will be issued.